Event description:
It was reported that during a gastric bypass procedure, the trocar was leaking throughout the case and the leaking air could be heard coming out from the trocar. Two other trocars were leaking and there seems to be a space between the reducer caps as well. The same trocars were used to complete the procedure. No adverse consequences reported.

Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result from a patient sample when processed on the vitros eciq immunodiagnostic system. A biased result of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros tropi es result was reported from the laboratory. It is unknown if a corrected result was issued from the laboratory. It was confirmed that no treatment was initiated or altered based on the reported results, and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Leak test failure. The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any possible leak failures. During testing the device leaked with the test probe inserted. We are unable to conclude what caused the reported event. It was noted that the bottom ring was cracked. Please note that it is known from the history of the trocar that if the leaking occurs between the universal seal cap and trocar housing/cannula during manipulation of inserted devices, this is potentially a result of instrument torque. The analysis results found that device (c) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any possible leak failures. During testing the device leaked with the test probe inserted. We are unable to conclude what caused the reported event. It was noted that the bottom ring was cracked. Please note that it is known from the history of the trocar that if the leaking occurs between the universal seal cap and trocar housing/cannula during manipulation of inserted devices, this is potentially a result of instrument torque. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any possible leak failures. During testing the device leaked with the test probe inserted. We are unable to conclude what caused the reported event. It was noted that the bottom ring was cracked. Please note that it is known from the history of the trocar that if the leaking occurs between the universal seal cap and trocar housing/cannula during manipulation of inserted devices, this is potentially a result of instrument torque. The analysis results found that device (d) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.